Event description:
The customer reported that he needed assistance changing his reservoir and infusion set. Customer stated that the insulin pump alarmed no delivery and had missed bolus reminder alert. Customer's blood glucose was 86 mg/dl. The customer was assisted to complete his infusion set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.